Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract and when it retracted blood sprayed. We had an IV malfunction today in preop. It created a very bloody mess and blood sprayed on the patient, the bed, the floor, on equipment and all over the visitor chair. I happened to walk into the unit after it occurred and it was able to see the mess and help clean it up. The nurse reports the needle wouldn't retract, the chamber filled and began leaking, the needle finally retracted and then blood sprayed out. Blood sprayed on the patient, the bed, the floor, on equipment and all over the visitor chair.